Manufacturer narrative:
(B)(4). The field service technician (fst) was onsite for further investigation. According to the service order (B)(4), the fst confirmed the issue and replaced the closing mechanism rf drive (material# (B)(4), serial# n/I). The fst performed the full functional test and returned the rotaflow back to service. The most probable root cause could be excessive force, weakening due to aging or weakening due to air inclusions. Thus the failure could be confirmed. (B)(4).

Event description:
While patient was being turned on bed, patient's leg fell off the bed and struck the quadrox oxygenator, which then struck the closing assembly of the rotaflow drive, breaking the closing assembly. The surgical team placed another rotaflow console into use on the patient. When the oxygenator was struck, it was dislodged from its mounting block and fell onto the drive assembly below it. The weight of the oxygenator and the patient¿s leg (which struck the oxygenator) damaged the closing assembly. The team replaced the entire rotaflow setup (sprinter cart, rotaflow, drive assembly and all associated mounting hardware) because this was the fastest way to resume therapy on the patient. The oxygenator was also damaged and leaking blood, so the team elected to replace the entire sprinter cart with rotaflow already set up. Because of the damaged oxygenator leaking a large amount of blood, the patient required intervention from the surgical team until the replacement console was connected and running. This included CPR and replacement of blood products. The patient was stabilized successfully. (B)(4).